Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was low impedance and oversensing on the right atrial (ra) lead. It was also noted that there was sensing that was below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.